Manufacturer narrative:
The study included 3 patients implanted with locking plates. Chanchai wongchuensoontorn et. Al (2009) pathological fractures in patients caused by bisphosphonate-related osteonecrosis of the jaws: report of 3 cases oral maxillofac surg, volume 67, pages 1311-1316. Germany and thailand. Orthopantomographs, computed tomography, conebeam computed tomography, panoramic radiograph, and microbiologic culture 510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A medical safety officer reviewed the case and provided the following: with regards to patient one and the use of our unilock 2.4 locking plate - the wound dehiscence is not relate to the plate nor is there any indication that the death was related to the device (the authors cite his "underlying cancer" as the cause of death). With regards to patient two and the use of our unilock 2.4 locking plate - there are no reported adverse events. With regards to patient three and the use of our unilock 2.4 locking plate - the only adverse event noted was continued bone resorption of the left mandibular body which is not attributable to our device (it is the reason the paper was written and an ae of the medication she was using). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this report is being filed after the subsequent review of the following literature article: chanchai wongchuensoontorn et. Al (2009) pathological fractures in patients caused by bisphosphonate-related osteonecrosis of the jaws: report of 3 cases oral maxillofac surg, volume 67, pages 1311-1316. Germany and thailand the aim of this article was to study pathological fractures caused by bisphosphonate-related osteonecrosis of the jaws (bronj). This is a retrospective review of a study conducted between 2007 and 2009, where the above 3 patients underwent treatment for pathological fractures caused by bisphosphonate-related osteonecrosis of the jaws. All 3 patients were implanted with a locking plate. Patient 1 and patient 3 had hypertension and exposed bone. Patient 2 and patient 3 had swelling in the left submandibular region and had a reconstruction locking plate used. The post-surgery time period is 6 months. The locking plates used did not fail. Complications in terms of the locking plate failing were not recorded. However, the following complications listed below were noted: patient 1 had submental abcess, delayed healing, pain, swelling, extraoral wound dehiscence, was sick and died 6 months after surgery due to underlying cancer. Patient 2 had non-healing wound, extraoral fistula, suppurative fistula in submandible region, postoperative hemorrhage. Patient 3 had osteoporosis, cutaneous discharged fistula patient 1 ((B)(6)) was implanted with an unknown locking plate. Patient 2 ((B)(6)) was implanted with an unknown recon locking plate.patient 3 ((B)(6) was implanted with an unknown recon locking plate. A copy of the literature article is being submitted with this medwatch. This report is for an unknown recon locking plate. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.